Event description:
Customer reported that when inserting a new battery, the pump gives a high beep. The blood glucose reading is 18 mg/dl. Nothing further reported.

Manufacturer narrative:
Frozen screen due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to verify the activation anomaly due to frozen screen. No high beep or audio beep anomaly noted. Pump received with cracked display window corner, reservoir tube lip, scratched lcd window.